Manufacturer narrative:
No sample/photograph were received for investigation so an analysis could not be performed. A lot number was provided. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the quality team's investigation, the root cause of this incident cannot be determined. Complaints received for this product, and condition will continue to be tracked and trended. Pr (B)(4); initial MDR. A follow up will be submitted if additional information becomes available. (B)(4). Device not returned by customer.

Event description:
It was reported that hair was found.